Event description:
It was reported that the device was used in a laparoscopic nissen fundoplication. It was reported by the rep reported that the inner seal of the trocar continually tears when they use the trocars. There was no consequence to the pt.